Event description:
The surgical handpiece overheated during a tooth extraction procedure and the patient received a burn injury to their right-side lip mucosa. No medical treatment was necessary at the time of the injury. The patient has had a follow-up visit with the doctor and the burn injury is healing as expected without need for additional medical treatment.